Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer's blood glucose was 130 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. Customer also had a motor error alarm after the no delivery alarm occurred. Customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.